Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device locator was already kinked. When the angio-seal device was unpacked, a kink was observed in the tip of the locator. The device was not used, and another angio-seal device from a different lot was used to continue the procedure. The second device was used without any kink, and hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The event occurred pre-producer. No equipment or other devices were used with the above product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned. The returned sample includes the hemostasis sheath and carrier tube. The device is visually analyzed. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The distal tip of the device is cut, exposing the anchor. The complaint can be confirmed for a nondeployment device pullout. The device tip was assembled in rear lock position. The distal tip of the device sheath was cut to expose the anchor. The exact root cause cannot be determined. The likely cause is obstruction to the device tip preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).